Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable infusion pump. The patient medical history included spasticity. It was reported the patient had been implanted with the pump to treat spasticity for 3 years had recently stopped getting optimal therapy. This was also reported as therapy loss. The event date was reported to be (B)(6) 2021. The patient was currently inpatient. The hcp would perform a bolus dose to determine the efficacy of the system on (B)(6) 2021. Depending on the outcome, they would then determine next steps. The issue was not resolved. The patient status was alive - no injury. There was no information regarding contributing factors. Further complications were not reported. Additional information was received. It was indicated the 80 mcg bolus was delivered on (B)(6) 2021 with minimal effects. The patient was admitted as a direct result of the loss of therapy. A dye study was performed on (B)(6) 2021; the catheter was found to be patent and contrast exited at the tip of the catheter. The hcp was going to change dosing patterns to determine if it would provide a more effective therapy outcome. A session report from (B)(6) 2021 at 12:23 was provided. The pump was delivering baclofen 2,000.0 mcg/ml at 771.0 mcg/day.

Event description:
Additional information was received. The dose changes did not result in an improved outcome. The physician did not believe the issue was device related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.